Manufacturer narrative:
H3 other text : at this time device is not being returned.

Event description:
It was reported that the device was failing to inflate during initial testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.